Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for via phone call for high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer reported due to getting no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin did not exit and pump alarmed no delivery. Customer reported that they wishes to run an additional 5 units fixed prime to determine if cannula/site connection may be occluded. Customer performed fixed prime and insulin was exit. Advise site may have been occluded and to change the entire infusion set system. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.